Event description:
A cusa excel console was being used during a liver resection when the unit¿s irrigation stopped flowing. It is unk if there was pt injury involved with this complaint. Add¿l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.